Event description:
Customer reported a past high blood glucose event where the specific value was unknown but displayed as "high." Cause was not known. Customer managed the issue by administering a correction injection via multiple daily injections. Customer continued to use the pump for insulin therapy.